Event description:
It was reported that during a case the cleading on the tip of the devic was deformed and loose. It was further reported that a replacement device was available and the case was completed without delay.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.